Manufacturer narrative:
A service engineer (se) evaluated the device and confirmed that the screen was dim. The se noted that the liquid crystal display (lcd) panel needed to be replaced. The se noted that a 2nd generation lcd panel would be required. The investigation is ongoing.

Manufacturer narrative:
The customer declined to have the device serviced. The device was returned to the customer as is. No testing was performed, and a defective sticker was placed on the device.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim screen. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim screen. Bench repair was requested. The investigation is ongoing.